Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit shut down. The anesthesia machine was replaced out. There was no reported patient injury.